Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, the angulation in the up direction of the evis lusera colonovideoscope was hard. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found, there was foreign material in the nozzle. The report is being submitted, due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for a device evaluation. And the customer¿s allegation was confirmed. Due to deformation of bending tube; the angle knob torque of up/down knob at free exceeds the standard value. The device evaluation also found, that there was foreign material in the nozzle. Additional device evaluation findings were as follows: due to clogging of nozzle; water removal ability does not meet the standard value. Due to wear of zoom lever; water tightness was lost. Adhesive on bending section cover rubber had a chip, and a crack, and a white-clouded area, switch 1 had wear, paint on air/water cylinder and the suction cylinder was peeled, objective lens had a chip, adhesive around objective lens was peeled and had a white-clouded area, adhesives around light guide lens had a white-clouded area, plastic distal end cover had a scratch, connecting tube had a scratch, and protector of universal cord on scope connector side had a scratch. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.